Event description:
On (B)(6) 2018, a 30mm amplatzer atrial septal occluder (aso) was selected for use. The 30mm aso was deployed and released at the defect, but embolized into the right atrium. The 30mm aso was retrieved and a 28mm amplatzer atrial septal occluder was implanted. Per user, improper initial placement attributed to the event of embolization. The patient did not experience any adverse consequences and is stable.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the embolization could not be conclusively determined; however, information from the field indicated that per the user, improper placement attributed to the event.

Event description:
On (B)(6) 2018, a 30mm amplatzer atrial septal occluder (aso) was selected for use. The 30mm aso was deployed and released at the defect, but embolized into the right atrium. The 30mm aso was retrieved and a 28mm amplatzer atrial septal occluder was implanted. Per user, improper initial placement attributed to the event of embolization. The patient did not experience any adverse consequences and is stable.